Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering. The customer¿s blood glucose level was 68 mg/dl at the time of the incident and 96 mg/dl at the time of the call. The customer uses auto mode on their pump. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Pump passed the delivery accuracy test. Unit communicated properly with glucose sensor simulator and the sensor transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. Auto mode feature activated properly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.